Event description:
During an in-clinic follow-up, episodes of noise that led to oversensing was detected on the right ventricular (rv) lead. Lead damage was suspected but not confirmed. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.